Manufacturer narrative:
H3: product analysis pe: 707462567, product:9560524, lotno:my21e001r: during the incoming inspection, analysis found that the handle was stuck, and the bearing was deteriorating. E1: first name and last name of initial reporter is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a user facility via a manufacturer representative regarding a device used for spinal therapy. It was reported that the dial part for fixing is tight and does not turn. No adverse event occurred to the patient. There were no further complications that were reported. Additional information was received from the manufacturer representative that the type of procedure involved during the event was micro endoscopic laminoplasty (mel).